Event description:
It was reported that a request for episode review was needed as the patient had atrial fibrillation (af) episodes with noise. Ts reviewed the data and discussed considerations for the unusual sensing. Ts discussed x-ray review and also to palpate near xiphoid and near pocket while in the secondary sensing vector and observed when artifacts occur. Additional information received noted that an explant took place due to a fractured electrode. No additional adverse patient effects were reported. Information is pending regarding the return of the electrode.

Event description:
It was reported that a request for episode review was needed as the patient had atrial fibrillation (af) episodes with noise. Ts reviewed the data and discussed considerations for the unusual sensing. Ts discussed x-ray review and also to palpate near xiphoid and near pocket while in the secondary sensing vector and observed when artifacts occur. Additional information received noted that an explant took place due to a fractured electrode. No additional adverse patient effects were reported. Information is pending regarding the return of the electrode.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 326mm from the terminal pin, in the area distal to the sensing electrode. The insulation in this area also exhibited fracture damage through to the sensing cable and high voltage cable. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.